Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. Customer¿s blood glucose was 320 mg/dl. Customer stated that the drive support cap was normal. Customer was able to clear alarm and able to complete insulin pump rewind. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and refer to a back-up plan. The insulin pump will be returned for analysis.